Event description:
It was reported that the user experienced recurrent low blood glucose overnight despite oral carbohydrate treatment, progressed to a seizure with loss of consciousness, and recovered after their caregiver administered baqsimi glucagon; the event was associated with frequent use of ¿less than meal¿ announcements on the ilet and subsequent counseling on meal announcement best practices. Symptoms included hypoglycemia, convulsion/seizure, loss of consciousness, confusion/disorientation, irritability, and shaking/tremors. Outcomes included medication intervention and classification as a serious injury or illness. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available due to insufficient information, and the medical device problem and device component were both recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.